Event description:
It was reported, the patient never had therapeutic effect. When the patient turned stimulation up to 1.0 volts, the stimulation was un comfortable. It was noted, the patient now uses a cane but did not have to before the procedure and it was also noted, the patient uses a wheel chair when they go out. It was noted an MRI showed stenosis where the lead "had to be placed."it was noted, the patient was "dropped" by their health care provider and since then they had not been "programmed or managed." It was also noted "no one would see the patient after the surgery because they had just been implanted." It was noted, the patient was seeing another physician to assess whether the device should be removed. The patient had been taking oxycontin and morphine but it had not been working. It was reported, the health care professional "cut the patient's spine open" during the original implant. It is unclear what was meant by "cut the patient's spine open." It was noted, the patient had been in "incredible" pain in their lower back. It was noted, the patient would need to have another surgery for spinal stenosis. It was later noted, the patient had been seen by the representative and stimulation was increased. The patient was "very happy now and their coverage was better than ever." Follow up reported, the patient did not have concerns with their device or therapy. The patient received assistance from their doctor or representative and their concerns were resolved. An appointment was noted for (B)(6) 2013.

Event description:
It was reported that the patient was in a wheelchair for 2 months on disability after their surgery. It was reported that a CT scan of the patient¿s back showed that the leads were below the scar. The patient didn¿t know if their health care provider (hcp) stuck them in there and pushed them down or if the leads might have just fell down due to gravity. The hcp thought that it might be normal. Additional information received reported that the patient¿s wheelchair was not required prior to implant. The patient was not using the wheelchair or the cane now. It was reported that the underlying issue behind the lack of effect was the fact that they patient had spinal stenosis. The patient had surgery to correct this in july. It was reported that after the surgery a manufacturer representative came to the hospital and reprogrammed the patient¿s device based on their current pain needs. The patient was getting excellent coverage and was very happy with their implant and had not issues to report. It was noted that the patient could walk without issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4), product type recharger product ID 8591-38 lot# d17525, implanted: 2012 (B)(6), product type accessory product ID 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).